Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed, without removing the patients external fixation, due to the nail in the right femur being bent. The procedure was completed successfully. During a follow up appointment it was noted that there was no bone consolidation of the right femur and the patient was also unable to tolerate not weight bearing for long amounts of time. It was decided that the nail and the external fixation would be removed at a later date. The patient stated that prior to the bent nail being observed that a very small energy trauma was experienced. Complaint 2 of 2.

Manufacturer narrative:
Corrected section - device code.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device was returned for evaluation and visual inspection has been conducted. It was observed during the inspection that there appeared to be damage to the housing tube near the threaded end through holes and the through holes on the distraction rod. The device also was observed to be bent along the middle. X-ray images taken of internal components revealed all internal components appear to be intact. Functional testing was attempted, however, due to the degree of the bend, the device was not able to distract with a fast distractor. Device history review (DHR) a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all of the required inspections before shipment.

Event description:
No additional information was received.